Event description:
It was reported to philips that the system was unable to perform cone beam computed tomography. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was completed without cone beam CT function. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. After reviewing the log, fse found that tube current errors during failed cone beam CT scans. Upon troubleshooting, fse calibrated the generator, adapted the tube, assessed yield, and performed edl calibration. To resolve the problem, fse replaced x-ray tube and completed generator calibrations and passed lower-level iq testing and return the part for further analysis, but no failure found. After replacing the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was carried out without the use of cone beam CT functionality, as it was not necessary for the completion of the case. The procedure was completed with a minimal delay of less than 20 minutes, since the reported error did not affect the procedure, the patient, or the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.